Manufacturer narrative:
The account replaced the foot hi/low up and down valves and the drift is still present. The technician replaced the hydraulic manifold to repair the bed.

Event description:
The account alleged the foot hi/low function is drifting down.